Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent.

Event description:
It was reported that while performing a colectomy, the physician indicated that the clip applier would not form clips correctly. When the sales rep reviewed the technique with the physician, it was discovered the physician was using the device correctly. The procedure was completed using another clip applier. There was no patient consequence.